Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was reporting that their ins battery was discharging quickly even when switched off, and they had difficulty charging it. The patient was sent a new patient controller and battery, but still had issues. A data report and session report were provided. Review of the reports found that the time and date of the ins was not correct until (B)(6) 2024 and at a certain point, the patient controller completely depleted which would reset the time and date to 2011. The ins was completely depleted multiple times resulting in the ins turning off, and the patient needing to recharge first before being able to turn the ins on. Overall coupling efficiency was good. Review of two sessions where coupling was excellent found that the time to charge from 30%-100% and 10%-100% was as expected. All impedance values were within normal range. No symptoms were reported.

Manufacturer narrative:
G2. Foreign: gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received indicated that this event was a duplicate of the event reported in manufacturer report # 2182207-202 4-04861. All further information received for this event will be reported in 2182207-2024-04861. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.